Event description:
It was reported that the device became stuck in the lesion. The stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 6.0mmx14mmx90cm express sd stent was advanced but the shaft broke and lost push ability. During removal, the stent came off the catheter. The physician then used an opticross 18 intravascular ultrasound (ivus) to look on the stent but the ivus got stuck in the lesion and the screen went black. Subsequently, a 7.0mmx15mmx90cm express sd stent was used to tack up the smaller stent but it also broke during deployment and had to be removed. The procedure was completed using additional stent. No patient complications were reported.